Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to report issues with blank display, battery out limit and insulin pump is working intermittently. Customer has a high blood glucose of 470 mg/dl. Customer treated high blood glucose with manual injection. It was also mentioned that insulin pump was left off for a few days to make sure it was going to work which triggers the battery out limit alarm. Completed troubleshooting for battery out limit alarm and advised sending replacement battery cap. Pump is not returning for analysis.